Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: esophagectomy. According to the reporter: once the orvil was pulled through the esophagus it got stuck. The surgeon pulled the tube from the patient and the anvil and strings became disconnected. The anvil was left lodged in patient throat. A scope was placed to locate the anvil and they used another one. Once they got orvil to stapler, there was difficulty locking it - matching the two. Operative time was extended one hour.